Event description:
The manufacturer received information alleging a ventilator was constantly alarming. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's cable from display was reseated to address the issue. The device was scrapped.